Event description:
The customer reported a leak from the probe of the coulter ac t diff analyzer after each run. The customer indicated that the volume of the leak was approximately 1/2 teaspoon per run and was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to clean the probe wipe block with bleach and to aspirate bleach through the probe wipe tubing at wire marker wm5. Wm5 is the pathway from the bottom port of the probe wipe housing to the vacuum chamber vc1. The customer then proceeded to run a sample and no leaks were observed. The customer has not reported a recurrence of the event as of (B)(6) 2013. Failure mode of the leak is attributed to the aspiration tubing for the probe rinse block needing to be flushed. Beckman coulter internal identifier for this report is (B)(4).